Manufacturer narrative:
The facility allegedly found the resident with his arm stuck between the bed rails. The facility states they believe the resident slipped when he was climbing back into bed from using the bathroom. The staff has been advised to leave the bedrail down to prevent this from allegedly reoccurring. No allegation of serious injury. MDR filed solely on allegation of arm entrapment.

Event description:
The facility alleges they found a resident kneeling on the floor at his bedside with his arm stuck between the bedrails. No serious injury is alleged.